Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was feeling uncomfortable stimulation. She felt stim in the vaginal region but it was painful. Therapy was confirmed to be on. There was no fall or trauma related to this issue. Therapy was not working so the patient turned it up but it led to the uncomfortable stimulation. Patient services walked the patient through changing from program 2 at 1.9v to program 3 at 0.9v. Troubleshooting resolved the issue, the patient felt stim comfortably in the bicycle seat region. She still had not had therapeutic benefit from this device; she wished she had not gotten it. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Additional information from the consumer reported that she was feeling stimulation but symptom control was not 50% or better. It was noted that a fall could be related. There was a sudden return of symptoms. When the patient peed, she had to pee again even when it had only been a few minutes. She was told she did not have an infection but it was no better than before the device was put in, it was back and forth to the bathroom. It happened in (B)(6) 2016. Patient services had the patient synchronize and stim was found to be on. She was at 2.0v and she felt stimulation ¿here and there¿. The patient increased to 2.6v; she planned to try that setting and also follow up with the health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.